Manufacturer narrative:
There were no calibration or qc errors on the reported results. The latest qc result (15:20) was ok. The next qc result was run at 23:20, and included the error message (588) - "measured qc valuer lower than statistical range". There were no calibration errors during the event. The error was caused by premature wear-out of the lactate membrane. Customer has suspended the running and reporting of lac samples on this system for now.

Event description:
An abl835 analyzer reported too low lactate results of blood sample measurements for a pt diagnosed with acidosis. The instrument yielded 1.3 mmol/l at 15:56 and 1.7 mmol/l at 17:47. Comparison results from other instruments on other samples from the same pt yielded the following results: 17 mmol/l at 18:31, 12 mmol/l at 18:46, 'above reportable range' (>30 mmol/l) at 19:09 and 17 mmol/l at 19:26. No death, serious injury or maltreatment resulted from the event as the clinician did not trust the results. The pt expired 4 hours after hospital admission, around 20:00.